Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#2134265-2018-00086. It was reported that stent dislodgement and removal difficulty occurred. Following pre-dilatation, the 3.00 x 38 synergy ii stent delivery system was advanced over a 0.014 samurai guidewire but failed to cross the lesion. The sds was pulled back but just as it was entering the guide catheter, the stent started to come off the sds. The sds was pushed back into the stent so that the stent would not be lost another attempt was made to remove the sds but it would not enter the guide catheter. The samurai wire, guide catheter and sds came back all way to the sheath and the guide catheter was removed. The samurai wire, the stent, and the sds remained outside the sheath. An attempt was made to pull the sds into the sheath but the sds crumpled like an accordion and would not go through the sheath. The physician put a large sheath on the other side and used a large snare to capture the samurai wire. The samurai was pulled into the other side along with a .035 non-bsc wire. The long sheath was then advanced over to the other side to snare the stent from behind and pull the stent into the sheath. It could not fully enter the guide, but it was snared and the entire stent, the samurai wire, and the sds were pulled to the other side. The sds was snipped, the stent and samurai wire were pulled out on one side, and the remaining sds was pulled out on the other side. The procedure was completed with two stents and everything went fine. No patient harm was done.